Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that the patient had lost more than 15 pounds. As a result, the patient may undergo surgical intervention.